Event description:
It was reported by the affiliate that when (1) pxw35 skin staples was used during an unknown procedure the device jammed and did not release staples properly. A new stapler was used to complete the case with no consequence to the pt.